Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that an atrial lead dislodged post surgery. The lead was removed and replaced the following day. No patient complications were reported as a result of this event.